Manufacturer narrative:
An evaluation of the device could not be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. A supplemental report will be submitted when the device is returned and the evaluation summary is completed.

Event description:
It was reported that upon inspection sales rep found out that paper was ripped of device box, so the sterility of the device was in question. Therefore, they decided to use another baseplate and completed surgery without any delay.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: some implant stickers and the sealed inner blister and its contents were returned. A corner of the inner tyvek lid had delaminated. It is possible the corner of the lid stuck to the outer tyvek lid, causing it to delaminate when the outer lid was peeled back. Conclusion: visual inspection of the returned indicated a corner of the inner tyvek lid had delaminated. It is possible the corner of the lid stuck to the outer tyvek lid, causing it to delaminate when the outer lid was peeled back. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that upon inspection sales rep found out that paper was ripped of device box so the sterility of the device was in question. Therefore they decided to use another baseplate and completed surgery without any delay.